Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was determined that this is likely not a product issue but a user issue. The logfiles revealed there was no evidence of battery switching but noted three ventricular assist device (vad) disconnect alarms. The patient required re-education. Information was relayed to the patient including wearing a vad approved carrying cases, to avoid changing batteries until the controller tells them to do so, and making good connections.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the returned batteries and controller passed visual examination and functional testing. The batteries were able to be recognized by the controller. The log files of the controller in use during the reported event, (B)(4), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections. (B)(4) were not involved in power switching events. Analysis of alarm log files revealed three (3) vad stopped alarms near the reported event date due to a physical disconnection of the driveline likely during a controller exchange. As a result, the reported power switching and vad disconnects alarm events were confirmed. The most likely root cause of reported power switching event can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: heartware ventricular assist system. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the log files revealed voltage disconnect events in both power ports. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. The data log file also revealed that the returned batteries did not experience power switching events or momentary disconnections during the reported event date. Other devices involved in this event: heartware ventricular assist system ¿ battery. Model: 1650de, serial number: (B)(4)concomitant medical product: yes. (B)(6) 2018. Method codes(s): 10, 23, 38. Result code(s): 213 conclusion code(s): 71, 92. Heartware ventricular assist system ¿ battery. Model: 1650de, serial number: (B)(4) concomitant medical product: yes. (B)(6) 2018. Method codes(s): 10, 23, 38. Result code(s): 213. Conclusion code(s): 71, 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 1650de, serial# (B)(4). Product ID: 1650de, serial# (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2018-03-31, UDI (B)(4), mfg date: 2017-03-31. (B)(4). Heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2017-09-30, (B)(4), mfg date: 2016-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were prematurely switching and the controller was not recognizing the battery. The controller was exchanged and the batteries replaced. The patient tolerated the exchange well. No patient complications have been reported as a result of this event.